Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the air/water tube and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and air/water tube had foreign object. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions and wear of the angle wire which caused bending in the up direction to not meet the standard value. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information updated fields: b5, g1, h2, h4, h6, h11 based on the results of the investigation, olympus confirmed foreign material came out of the device, but root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.